Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At the end of (B)(6) 2019, the user's hearing performance with the device became significantly worse. The user was re-implanted.

Event description:
At the end of july 2019, the user's hearing performance with the device became significantly worse. The user was re-implanted.

Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.